Event description:
It was reported the physician abandoned a permanent lead placement procedure due to obstruction, swelling of the spinal cord and weakness the pt's extremities. The pt was able to move all extremities in the recovery room, but may have some weakness in her left foot, but this was not confirmed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.